Manufacturer narrative:
The customer returned the meter. No test strips were returned. The returned meter (up1140377) was measured with master lot test strips (230734) in comparison to a retention meter (up0189473) and master lot test strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.7 inr & 3.2 inr; donor hct: 40% & 38%. Testing results: donor #1: master lot / customer meter & master lot 2.7 / 2.7 . Donor #2: master lot / customer meter & master lot 3.2 / 3.2 . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.

Event description:
The customer questioned results from 2 samples for 1 patient tested on coaguchek xs meter with serial number (B)(4). Based on the information provided, the results from 1 sample were erroneous. The result from the meter using a finger stick was 3.5 inr. The patient was sent to the laboratory immediately following this result. The result from the laboratory using the dade innovin method was 2.5 inr. The doctor believes the result from the laboratory. No changes were made to the patient's coumadin dose based on either result. The patient's therapeutic range is 2-3 inr. No adverse event occurred. The patient is currently feeling ok. The patient is not anemic, has no antiphospholipid antibodies and is not on any heparin or direct thrombin inhibitors. The patient has had no changes in vitamins or supplements. The suspect product was requested for investigation. Relevant retention test strips (lot 121347) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.